Event description:
It was reported that during preparation for a ptca/stenting treatment procedure the express2 monorail balloon would not hold negative pressure. There were no adverse outcomes to the pt.